Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image and session records indicated the device was operating at near elective-replacement level with high current drain mode. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations in usage settings and prolong telemetry interrogation. These conditions can result in fluctuation of battery voltage levels which can affect the estimated remaining longevity. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was operating near elective-replacement voltage (eri), consistent with normal projected longevity.

Event description:
It was reported that the device reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.